Manufacturer narrative:
During investigation at zoll, the returned autopulse platform (sn (B)(4)) failed initial functional testing due to fault code 27 (encoder fault). The root cause for the observed error message was due to defective integrated encoder gearbox, as a result of normal wear and tear. The autopulse platform was manufactured on 2009 and is more than 11 years old, well beyond the expected service life of 5 years. Upon visual inspection, noticed broken handle on the front enclosure and a broken battery lock. The observed physical damages were appeared to be the characteristics of harsh impact caused by user mishandling such as drop. In addition, noticed one end of the head restraint was cut. The cut head restraint does not render the autopulse platform non-functional. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The front enclosure, battery lock and the top cover needs to be replaced to address the observed physical damages. No documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform since 2010. The autopulse platform failed initial functional testing due to fault code 27 (encoder fault) error message displayed upon powering on. The integrated encoder gearbox needs to be replaced to address the observed fault. Upon service completion, the autopulse platform will be subjected to further functional and final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During investigation at zoll on (B)(6) 2020, the returned autopulse platform (sn (B)(4)) failed initial functional testing due to fault code 27 (encoder fault). No patient involvement.